Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the investigation found that due to a system failure of printed circuit board (cr), the supply pressure sensor does not work properly based on the results of the investigation, the most probable cause of the additional failures is cause not established, which indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed that during the evaluation, the high flow insufflation unit exhibited that due to a system failure of printed circuit board (cr), the supply pressure sensor does not work properly. There were no reports of patient involvement.